Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional b5 narrative: it was reported that the patient experienced scarring and limited mobility following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy due to a recurrent incisional ventral hernia on (B)(6) 2012 during which the surgeon noted there were multiple adhesions throughout the abdomen and the omentum was stuck to the old mesh. An omentectomy was performed and the mesh was removed. It was reported that the patient experienced severe pain, numbness and discomfort. No additional information was provided.